Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose. The blood glucose reading at time of call was 590mg/dl. It was stated that the customer felt sick and pale in the morning. It was stated that the customer's blood glucose was 126mg/dl when he left the hospital. It was stated that the customer was treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the test. It was stated that the customer is active and has some issues with the site being ripped out. It was stated that the cannulas were bent in the past. No further information was provided.